Event description:
The pt received two leads from the same lot. It was reported one of the pt's leads migrated the day after they were implanted. During surgical intervention to resolve the migration issue, the physician attempted to advance the lead back into the proper position, but was unsuccessful. The physician replaced the lead and the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.